Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 13 april 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for procedure using a 9f amplatzer talisman delivery sheath. The patient had a pertinent history of severe sleep apnea and chronic obstructive pulmonary disease (copd). During the procedure, the patient was placed on deep sedation, and the patient snored heavily. A continuous flush was not attached, and no contrast was injected. Aspiration was carried out during each maneuver. The device was free of air after the rinsing process. The lock was exposed and back bleeding was successful. The loader was immediately connected to the sheath after the removal of the dilator. After the occluder was placed and unscrewed, an air embolism was noted by electrocardiogram (EKG), and st elevation was present. The patient's oxygen saturation dropped to approximately 70%. The patient had oxygenation applied for 10 minutes, and no further changes were observed on EKG. The guidewire was not removed too slowly or too quickly from the system. No air was visualized in the patient. After the procedure was concluded, the patient was woken up. No neurological deficits were observed on exam. The patient was then placed on surveillance station for another 24 hours. It was believed a small embolism was absorbed by the body and that the very heavy snoring when the occluder was released caused air to pull up. The physician was unsure if the air pulled during the wet-to-wet connection or through the hemostasis valve when the device was pushed up. The cause of the air getting into the system was believed to be due to the patient's sleep apnea and heavy snoring. The patient was discharged.

Manufacturer narrative:
An event of st elevations/ air embolism observed during the implant procedure after the occluder was placed and unscrewed was reported. A returned device inspection could not be performed as the device was not returned for analysis. The patient had a medical history of severe sleep apnea and chronic obstructive pulmonary disease. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Information from the field indicated that no contrast was injected. Sufficient aspiration was carried out during each maneuver and attention was paid to freedom from air. It was believed that a small embolism was absorbed by the body and that the very heavy snoring when the occluder was released caused air to pull up. The cause of the reported event could not be conclusively determined. The patient pre-existing condition may have led to the reported event.